Event description:
It was reported that the patient experienced acute baclofen withdrawal; specific symptoms were not provided. The hcp (health care professional) suspected a loose catheter or catheter disconnect. The patient was taken to surgery and the catheter was found to be intact. The pump was electively replaced at that time as the hcp had planned to replace the pump in 2009 for anticipated battery depletion. The report indicated that the patient had a satisfactory recovery. The pump was used to deliver baclofen (2000mcg/ml) with a rate of 680mcg/day.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.